Event description:
Customer claims that the alarm has no power. The alarm was tested with new batteries. Customer detects no visible damage to the unit, battery or connectors. There was no patient incident or injury reported. Evaluation for the returned product shows that the unit powered on, but there's no alarm tone.

Manufacturer narrative:
(B)(4). Results: evaluation shows that the unit powers on, but there's no alarm tone when the magnet is removed from the magnet plate. There was no visual damage to the alarm unit. (B)(4).